Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user describes a sudden increase of loudness on the left side. The user then reported that, after the last visit for follow up, the loudness problem occurred again, but loudness did not change with reducing the volume to 0% mcl. Loudness immediately stopped upon removed the processor from the implant.

Event description:
The user describes a sudden increase of loudness on the left side. The user then reported that, after the last visit for follow up, the loudness problem occurred again, but loudness did not change with reducing the volume to 0% mcl. Loudness immediately stopped upon removed the audio processor from the implant.

Manufacturer narrative:
Conclusion: investigation results confirm that loss of hermeticity at the housing braze joint by micro-leaks most likely led to device electronics failure over time. It appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. In addition, two channels have been extra-cochlea since implantation. The investigation results seem to match the symptoms mentioned in the patient report. This is a final report.